Event description:
Upon interrogation of a symphony pacemaker, the programmer screen was displayed in french following an unusual warning message. It should be noted that the programmer software of the orchestra plus in question was upgraded to smartview2.54j. On (B)(6) 2016, when a symphony device was interrogated, the warning message ¿setting ilogviews home to c:/ilog/views50¿ was displayed on the programmer screen. When acknowledged, the overview screen was displayed in (B)(6). When another patient file from a different symphony was opened, the same behavior was observed. Later on the same day, the subject programmer was booted, logged off, shut down, and then rebooted. Then the behavior was not observed anymore. An investigation is required.

Event description:
Upon interrogation of a symphony pacemaker, the programmer screen was displayed in french following an unusual warning message. It should be noted that the programmer software of the orchestra plus in question was upgraded to smartview2.54j. On (B)(6) 2016, when a symphony device was interrogated, the warning message ¿setting ilogviews home to c:/ilog/views50¿ was displayed on the programmer screen. When acknowledged, the overview screen was displayed in french. When another patient file from a different symphony was opened, the same behavior was observed. Later on the same day, the subject programmer was booted, logged off, shut down, and then rebooted. Then the behavior was not observed anymore. An investigation is required.